Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence urgency frequency. It was reported that they had blood on her underwear and she has had pain and can not lay on her back. The patient's caregiver stated that the patient was taken to the hospital at 6:45am due to back pains. There was no surgical intervention that occurred or planned. The issue was not resolved at the time of the report.